Event description:
Per independent repair center statement, the unit has low o2/yellow light. The key failure was the homefill port was leaking. Additional malfunction was the gear clamp, for the manifold, had a loose hose.